Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having issue with the pump as it was implanted on the left side on the front and could be seen under the skin. The patient was uncomfortable with the pump placement and the pump site caused pain since implant. The start date of the pain with the pump in its current placement remains unknown. Reportedly, at one time the patient previously had one revision to the pump pocket site. Due to the patient¿s lung cancer, metastatic lung cancer "to bone pain", the patient had pain in the abdomen. The device positioning issue was pain at the pump site in the right lower quadrant (rlq) and the pump was put in a different pocket. Moving the pump helped the pain for about a year. The patient then experienced a gradual increase in pain at the pump site and had been complaining of more pain over the last three weeks. A second revision was completed on (B)(6) 2014 to move the pump to a different site. In follow up, the health care professional (hcp) reported that the positioning of the device was corrected. The pump was downsized and moved from the rlq abdomen to the thigh. There was a portion of the catheter that was planned to be sent back as a piece of it was sheared and this was not seen before. There did not appear to be any damage to the actual lumen of the catheter itself. The doctor was not concerned that the patient was not getting drug but the outer coating of the catheter looked different. At this revision, the pump segment was cut off (-27.9) and -1.0cm off of the spinal segment. A back table prime of only the catheter volume was performed to bring drug to the tip of the catheter. Additional information reported that the patient recovered without permanent impairment. Initially, it was reported the pump delivered morphine. It was later reported that the pump delivered bupivacaine and morphine. If additional information is received, a follow-up report will be sent.